Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon arrival, the iabp was in the biomed department and was not plugged in. The stm connected it to the ac power, powered the system on and initiated pumping with a known balloon and trainer. The iabp successfully completed autofill without alarms and ran for 30 minutes with no alarms or abnormal operations detected. The alarm logs showed augmentation below set limit and no trigger alarms. The stm completed a preventative maintenance (pm). The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) made an unusual noise and had an air leak. This occurred while transferring the patient from the cath lab to the ICU. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) made an unusual noise and had an air leak. This occurred while transferring the patient from the cath lab to the ICU. No patient harm, serious injury or adverse event was reported.